Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h4: the complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the brush bristle broke. The bristle was removed using forceps. The scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h4: the complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results the returned hedgehog dual-end brush was analyzed. Visual evaluation found that one of the brushes were detached from the catheter. It was noted that the returned brush had a groove/markings indicating that the brush was properly seated inside the catheter at some point. Analysis also confirmed that the brush was able to be reseated by twisting in the brush. No other problems were noted. The reported event was confirmed. It is possible that during use, excessive twist and torque was applied to the brush causing it to detach. According to the directions for use (dfu), excessive twisting or torquing is not recommended. Based on all available information and analysis of the returned device, the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot number and a manufacturing review of the most probable lot number did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the brush bristle broke. The bristle was removed using forceps. The scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.